Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture and surgical intervention. The patient suspects that her implants are possibly leaking. The patient states that her lymph nodes (side unknown) are swollen, and she feels more pain in her right breast near armpit than in the left side. In 2011, the patient underwent a removal surgery for lipoma. In addition, the patient suffers several unexplained systemic symptoms, including fatigue, back pain, and low blood count. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2011 based on the available information. This report is for the right-sided prosthesis.